Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon investigation the trunk cable was pulled from strain relief. Additionally, the yellow wire (ground) inside the trunk cable was broken. The root cause for the damaged cable cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged wire. The pt received a replacement electrode belt.

Event description:
A (B)(6) distributor returned electrode belt sn (B)(4), indicating a damaged trunk cable. The distributor was provided with a replacement electrode belt.